Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the thresholds and impedance have risen over the past few months on the right ventricular (rv) lead. It was noted there was high threshold and possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.